Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01054. This report is being submitted as additional information. Approximate age of device- 31 days. Manufacturer's investigation conclusion: a correlation between the device and the reported event cannot be conclusively determined. The hm3 instructions for use states that if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up and this drop in speed is accompanied by a reduced pump flow. Pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced mechanically induced sustained ventricular tachycardia. An echocardiogram showed that the left ventricle was collapsed under with lvad support. The event was resolved with the reduction of speed from 5500 to 4700 rpm and amiodarone. No further information was available.